Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called because their blood glucose levels (bg) have been elevated since they last changed their pod. The bg got as high as 232 mg/dl before changing this pod. No further issues were identified.